Event description:
According to the reporter, during sleeve gastrectomy at the beginning of the calibration gastric tube, "antre gastrique" near duodenum, the device was unable to fire. The surgeon tried to fire the device, but it was difficult to open. The device got locked at the firing step. The issue happened twice with other 2 staplers. A new device was used to complete the case. The staple line was incomplete longer about 1.5 cm. There was unanticipated tissue loss (gastric tissue) as a result of this problem. The surgeon need to reduce the calibration tube and re-stapling deeper. There was permanent tissue damage as a result of this problem. The gastric lining was torn and the surgical time was extended 30 minutes or more due to product problem. The patient status: alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with a reload. During the firing cycle, a skip was audible in each firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.